Event description:
Clinical study: (B)(4), pt (B)(6). A clinical study pt was implanted with perigee graft on (B)(6) 2005. It was reported on (B)(6) 2009 that her partner was experiencing pain during intercourse. On (B)(6) 2010 additional clinical information indicates a perigee graft revision surgery took place on (B)(6) 2006 due to infection and extrusion through vaginal mucosa. The graft was trimmed and the sutured closed. Information rec'd on (B)(6) 2009 indicates the pt withdrew from the study.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a f/u report will be sent.